Manufacturer narrative:
Model number/catalog number: 72404132 serial number: n/a batch/lot number: 1100578255 model/catalog description: belt cuff fgs 5.0 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100738155 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning. A surgical procedure was performed during which the pressure regulating balloon (prb) was explanted and replaced. Upon explant, the physician identified a hole on the prb and fluid leakage. Prior to implantation, the new prb was hooked up to a syringe and tested. No additional information was provided.